Event description:
Additional information received (B)(6) 2019 indicates that the 2.75x48 mm xience xpedition stent delivery system (sds) could not cross the lesion and experienced resistance with the lesion despite pre-dilatation. During retrieval of the sds, the stent dislodged from the sds and embolized in the right coronary artery. No limitation to the flow to the distal radial artery was noted. Follow up was performed during hospital stay and revealed good flow to the distal right radial artery. The procedure was continued with right femoral access. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was returned for analysis. The reported stent dislodgement was confirmed. The reported failure to advance could not be replicated in a testing environment as it is related to operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted with the difficult anatomy causing the reported failure to advance. The device met resistance with the anatomy during removal causing the reported stent dislodgement and subsequent patient effects of embolism and foreign body in patient. The reported patient effects of embolism is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling. A cine was received and reviewed by an abbott vascular clinical specialist. The reviewer concluded the following: the stent was visualized in an unintended deployment location undeployed. The images provided do not confirm no-cross of the stent to the target location. A probable cause could not be determined.

Event description:
Additional information received on (B)(6) 2019 reporting that the stent was removed manually with no tool (no required intervention). On (B)(6) 2019 it was reported that the stent remained on the delivery system and did not dislodge; however, return device analysis confirmed a stent dislodgement. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001 permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The xience xpedition 48 is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s. Malfunction only.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
It was reported that the procedure was to treat a de novo lesion in the distal right coronary artery (rca). The 2.75x48 mm xience xpedition stent delivery system (sds) could not cross the lesion and experienced resistance with the lesion despite pre-dilatation. During retrieval of the sds, the stent stopped [dislodged] from the sds and embolized in the artery. The stent was retrieved. There was no reported clinically significant delay in the procedure. No additional information was provided.